Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) male had impella 5.5 pump inserted in the left axillary. The impella 5.5 pump was inserted for post cardiac-cardiogenic shock (pccs), however, air bubbles was seen on the echo in the left ventricle (lv) and ascending aorta. No other adverse effects or additional intervention was reported.

Manufacturer narrative:
Clinical images and data logs were not sent for investigation. Visual inspection of the returned pump revealed several small puncture holes in the catheter between the 30-cm and 31-cm marks. The pump plug was tightly bound in many layers of bloody gauze, surgical tape, and bone wax. No other damage or abnormalities were found. When the pump was run with the returned purge cassette, its performance was within specification and no relevant alarms occurred. In conclusion, it was determined that the cause of the pump handle leak were puncture holes in the catheter. The holes did not result in a pump failure.